Event description:
On the report in section b5 of the user facility medwatch report is entered: on the referred to attachment is noted the following: "decision was made to pace the pt. One of the paramedics on the scene attempted to operate the monitor but was not successful. The supervisor on the scene states "I manipulated the monitor and the defib/pacer moving toward the front about 1/2" until I heard click." Once this was accomplished the monitor and all of its featured to include tcp worked normally."

Manufacturer narrative:
The facility has been provided with a loaner equipment of same model by physio-control. The devices used during the reported event were evaluated by the factory. No discrepancies were observed reasonably related to the event. The reporter requested, and will be provided with, an optional defibrillator latch locking kit and a newer design devices carrying case. Following this action, completion of unrelated reported devices repair and subsequent full functional and performance testing, the devices will be returned to the facility for use.